Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was getting alert 113 (reduced water temperature control). Per wo notes, troubleshooting found that the mixing pump had failed and needs to be replaced, gave part number over the phone. Per additional information received from ttm on 31mar2026, biomed stated nurses reported device alerting 113 reduced water temperature control, not heating. Wanted to note that they did just replace the heater and circulation pump in mid february.